Event description:
The patient reported that since his vns settings were reduced he was having a minor increase in seizures. He reported that he had been chewing his tongue at night. The patient intended to have the settings increased however he did not have a following physician. Follow-up with the previous physician found that during the patient's last visit only the frequency was reduced. No additional relevant information has been received to date.